Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 34 and arranged for a replacement pump to be sent to the customer. The customer did not have a backup therapy available and planned to contact their healthcare provider. Technical support provided instructions on storage mode and on connecting the continuous glucose monitor to the new pump. The customer was instructed to return the malfunctioning pump to tandem using the provided return box and pre-paid label within 10 days, and the customer understood and accepted all instructions given.